Event description:
The facility reported an infusion pump with a failure code 810:11 condition. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary: evaluation was completed and the condition of failure code 810:11, due to a high ail (air in line) calibration, was confirmed. The ail was recalibrated and the baxter technician tested the device.